Event description:
As reported, during the treatment of post partum hemorrhage a cook bakri postpartum balloon with rapid instillation components was being prepared for placement. During the balloon inflation, the end of the 50ml syringe broke in the screw pitch, therefore the device was not able to be used. It was confirmed that only the valve was the issue. There were no consequences note, but there was delayed management of the post partum hemorrhage. Another bakri device was used successfully to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
Occupation = pharmacist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during the treatment of post partum hemorrhage a cook bakri postpartum balloon with rapid instillation components was being prepared for placement. During the balloon inflation, the end of the 50ml syringe broke in the "screw pitch", therefore the device was not able to be used. It was confirmed that only the valve was the issue. There were no consequences note, but there was delayed management of the post partum hemorrhage. Another bakri device was used successfully to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One cook bakri postpartum balloon with rapid instillation components was returned for investigation. The tip of the syringe was stuck in the stopcock. The tip appeared to have been twisted off when inserted into the stopcock. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.